Event description:
The lead was implanted on (B)(6) 2006 and capped on (B)(6) 2011, due to a insulation breakdown. The procedure took place at (B)(6), (B)(6) ar. The physician was (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).